Manufacturer narrative:
Visual analysis was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents and/or complaints reported from this lot. It should be noted that the armada 35 instructions for use states: the device is intended for dilatation of lesions in the renal, iliac, femoral, popliteal, tibial, and peroneal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. It could not be determined if using the armada 35 off-label to treat the mid cephalic vein caused or contributed to the rupture. The investigation determined that the reported difficulties were likely due to circumstances of the procedure. It is likely that the balloon rupture was the result of interaction with the anatomy calcification. There were no leaks reported during preparation and the balloon had been inflated to nominal pressure successfully, suggesting that the damage was not pre-existing. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a cephalic vein. The10x40mm armada 35 balloon dilatation catheter was advanced and inflated to nominal pressure; however, the physician attempted to inflate the balloon to rated burst pressure (rbp). The bdc ruptured at an unknown pressure before it reached rbp and another unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects reported and no clinically significant delay in the procedure. No additional information was provided.